Event description:
It was reported that the pt underwent a sling procedure during 06/2003. During the following month the pt started complaining of vaginal spotting. An examination revealed a small midline subcentimeter portion of exposed mesh. This was excised under local aneshtesia and the tissue reapproximated. The pt has fully recovered without sequelae.